Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the clinic with report of pain at the device implant site. It was noted that the device is implanted submuscular. The device showed a battery status of one year remaining, however, the physician plans to replace the device on a future date and position a new device differently to avoid pain. Additional information indicates that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The device was retained by the hospital and will not be returned.